Event description:
As reported on a medical device tracking form, in 2005, this pt was implanted with a gore excluder aaa endoprosthesis trunk ipsilateral leg component. As reported, a type ii endoleak was sealed (date unk) via superglue into aortic sac.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.